Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Further review of the case revealed that the pre-operative merge. The ap image is rotating so that the spinous process is moving from left to right and the vertebral body is more of a true ap in the fluoroscopic image than in the CT image. The ap merge was the most significantly off, as the vertebral body is moving from left to right and the spinous process is also rotating from left to right. Pre-operative merge shifts, excessive force and skiving can lead to navigation integrity issues and the misplacement of screws. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
While a field service engineer was on site for another complaint, the surgeon mentioned to engineer that he had misplaced screws during his third case of the day.